Event description:
The surgeon reported a corneal burn occurred while sculpting a grade +2 cataract. The viscoelastics had not been removed prior to phaco (pre-phaco mode was not used). The system primed and tuned without problem. The surgeon said he did not hear an occlusion bell during surgery, and there was no error message displayed on the screen. The pt's progress is undetermined at this time. There was a significant corneal burn, astigmatism, endothelial trauma, positive seidel, and five sutures to close the wound. A corneal graft may be required. The customer has reported this event to the french ministry of health (moh), and indicated he will send completed questionnaires directly to them.

Manufacturer narrative:
The company service rep visited the facility in 2008, but was not allowed to check the system, because the surgeon wants the system to be checked by facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health device, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 08/14/2008.